Event description:
On 2/2/99 the pt underwent a cardiac catherization with placement of an intra-aortic balloon pump catheter. The catheter was to remain in place for 24 to 48 hrs. On 2/3/99 blood was found in the tubing necessitating remvoal of intra-aortic balloon pump.